Manufacturer narrative:
Investigation summary: one photo was received by our quality team for evaluation. Upon visual inspection of the photo, no leakage was observed; therefore, the incident could not be verified. A device history record review for model my8020 lot number 92005001 was performed. The search showed that a total of 23,303 units in 1 lot number was built on (B)(6) 2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Root cause analysis: due to no sample being received, an investigation could not be performed and a root cause could not be determined. Investigation conclusion: this incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that as lvp 20d dehp 3ss cv tubing leaked. The following information was provided by the initial reporter: material no: 2426-0500 batch no: 20053107. It was reported the tube was leaking.

Event description:
It was reported that as lvp 20d dehp 3ss cv tubing leaked. The following information was provided by the initial reporter: material no: 2426-0500 batch no: 20053107. It was reported the tube was leaking.

Manufacturer narrative:
The following fields have been updated with corrections: d.5. If other, fill in here: unknown. G.4. Awareness date: 2020-06-26.